Event description:
Patient was revised due to osteolysis and pain. It was noted that the cup was removed easily and showed no evidence of bone ingrowth or ongrowth.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to large effusion, a patulous capsule with inferior capsule brown staining with granulomatous type areas, thickened pseudocapsule and periacetabular debris. The information received does not change the MDR decision. Correction to dob. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that the patient had high concentrations of various metallic elements in her blood, suffered and sustained injuries of a permanent nature; endured pain and suffering in body and mind and is unable to attend to her normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.